Event description:
Proximal interphalangeal joint revision arthroplasty left long finger due to failure of prosthesis. Previous surgical incision excised to expose extensor hood. Abundant scarification noted and was released along same line as previous removal of very thickened scar & excision. Removal of loose fragment of proximal component, black debris from joint region, and proximal and distal implants. Small piece within medullary canal could not be retrieved.